Event description:
The patient had a vaginal sling inserted approximately 4 years ago. The patient was experiencing hematuria for many months and her incontinence was worsening. The patient wanted the sling removed.